Manufacturer narrative:
H6. Investigation results- the revision reported may be secondary to prosthesis wear on the tibial insert. A contributing factor to the reported wear may have been result of being packaged in a non-conforming vacuum bag for more than five years. However, the prosthesis wear cannot be confirmed as the device was not returned for evaluation and contributions of wear, instability, and the patient¿s vascular condition to the sequence of events cannot be confirmed from the reported information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
Additional information -revision operative report of 21 may 2020- postoperative diagnosis: failed left total knee replacement secondary to instability and polyethylene wear.

Event description:
As reported by legal brief, on (B)(6) 2018, patient underwent a tka on his left knee and was implanted with an exactech psa tibial insert. Although the patient initially did well after his total knee replacement, in (B)(6) of 2020 he had an emergency visit with his orthopedic surgeon as result of a sudden and acute episode of pain and swelling in his left knee. Over the course of the ensuing two months the patient's condition continued to deteriorate requiring various medical evaluations and diagnostic studies. During the foregoing two months the patient had a large effusion and limited range of motion requiring aspiration of his knee. The patient¿s orthopedic surgeon ordered an MRI angiogram that documented increased vascularity with abnormal appearing vessels in the capsule of the joint emanation from the superior lateral geniculate system. The patient was experiencing persistent swelling and fluid in his knee which became acutely worse with high activity or exercise. As of (B)(6) 2020, the patient had intractable swelling and pain in his left knee, and upon examination by his orthopedic surgeon he was noted to have a large effusion of his left knee and instability in both the coronal and sagittal planes thereby rendering him essentially disabled. At this time the patient's orthopedic surgeon recommended that patient undergo a revision surgery of his total knee replacement. The revision of patient's total knee replacement was scheduled for (B)(6) 2020. In the course of the foregoing revision surgery, the patient¿s orthopedic surgeon encountered extensive synovial expansion and hypertrophy, as well as very severe wear and delamination of the polyethylene 9mm insert designed, tested, developed, manufactured, labeled, packaged, marketed, distributed and sold by exactech. After the revision surgery the patient' made a slow but progressive recovery with correction of the mechanical instability; however, he had persistent complaints of lateral epicondylar pain, chronic soreness, and poor exercise tolerance. On (B)(6) 2021, the patient returned to see his orthopedic surgeon with a recurrent hemarthrosis with 100 cc of gross blood in his left knee. The patient was referred for an angiography that documented the presence of abnormal vessels emanating from the lateral geniculate artery requiring embolization. The patient had recurrent bleeding episodes in his left knee that led to a second embolization procedure in (B)(6) of 2021. The patient had prolonged physical therapy following the last embolization procedure, but he continues to experience stiffness, chronic pain and poor functionality of his left knee.

Manufacturer narrative:
Concomitant products: logic femoral ps cem left sz 4 (cat# 02-010-01-0240 / serial# (B)(4)) logic tibia traptray cem sz 4f/5t (cat# 02-012-41-4050 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.